Event description:
The "ve lvas" was implanted in 2000. On 11/22/2000, the patient reported power limit advisory alarms and a change in the lvad sound. The lvas vent filter needed to be changed every two days. In 11/2000, the patient was switched to pneumatic actuation of the ve lvas. In 01/2001, the pt was becoming symptomatic on pneumatic support and as a result the patient was reimplanted with another ve lvas.